Event description:
The doctor claims that the graft was implanted for a thoracic aortic procedure and afterwards, about 100cc of serous drainage was observed from the chest tube until 21 days post-op with a maximum fever of 38.0 degrees centigrade. The cause of the fever is unknown. No test was done with the drainage. The graft was left in. The pt is doing well. It is unknown if the pt's stay in the hosp was extended. Although the doctor claims that he has experienced similar incidents in the past with hemashield pts, he has elected not to report them.